Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a audio tone/vibration (vibration issue) issue. It was alleged that the pump was vibrating for 20 to 30 minutes continuously. The customer stated that he "took the battery and changed the battery and the vibrating continued. Customer also stated that he had been in the water in the past 24 to 48". There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may cause the user to miss an alarm or warning that may cause cessation of insulin delivery.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 09/28/2017 with the following findings: during investigation, the vibratory alarm functioned properly at power up. The pump was opened to find no intermittent conditions to the vibration motor or contacts. Unrelated to the original complaint, moisture was found in the battery compartment.